Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and oversensing resulting in inappropriate ventricular tachycardia (vt) and ventricular fibrillation (vf) episodes. No inappropriate therapy was delivered as a result. Additional out of range low pacing impedances were also observed. The physician believed that there was likely an insulation issue. Subsequently, the patient underwent a revision procedure and this rv lead was explanted and replaced.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection revealed insulation abrasion. This type of damage is consistent with repeated stress over time. Due to the location and type of damage it was likely caused by lead-on-lead interaction coupled with entrapment in the clavicle/ first-rib region. The reported clinical observations are likely the result of the lead damage observed by the laboratory.